Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker observed a red call doctor icon on their latitude communicator home monitor. A review of latitude nxt indicated a code 1003 was observed which is indicative of battery voltage too low for the projected remaining capacity. This pacemaker was explanted and replaced with a new pacemaker. It is unknown at this time if this pacemaker will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker observed a red call doctor icon on their latitude communicator home monitor. A review of latitude nxt indicated a code 1003 was observed which is indicative of battery voltage too low for the projected remaining capacity. This pacemaker was explanted and replaced with a new pacemaker. It is unknown at this time if this pacemaker will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Correction to event date from 09/03/2025 to 09/02/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to event date from 09/03/2025 to 09/02/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker observed a red call doctor icon on their latitude communicator home monitor. A review of latitude nxt indicated a code 1003 was observed which is indicative of battery voltage too low for the projected remaining capacity. This pacemaker was explanted and replaced with a new pacemaker. It is unknown at this time if this pacemaker will be returned. No additional adverse patient effects were reported.